Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012 due to alleged pain, increased metal ion levels and a bursa with fluid.

Manufacturer narrative:
This follow-up report is being filed to relay blood test results, which were unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure occurred on (B)(6) 2012 allegedly due to pain, elevated metal ion levels, pseudotumor and a bursa with fluid. Additional information provided in revision operative report indicated the acetabular cup was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected initial reporter information and additional event information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012 due to alleged pain, increased metal ion levels and a bursa with fluid.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01472 / 01473).

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure occurred on (B)(6) 2012 allegedly due to pain, elevated metal ion levels, pseudotumor and a bursa with fluid. Additional information provided in operative report for the revision procedure indicates the acetabular cup was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information was received in the form of operative notes.